Event description:
It was reported that after approx 72 hours of use, one of the extension lines detached from the hub. A new kit was opened and used without issue. There was no reported delay, pt death or complications to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.